Event description:
It was reported by service report that the foot-end siderail outer panels had structural cracks with no sharp edges exposed, but possible fluid ingress; the power cord and the motion interrupt pan were damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked siderail panels. Damaged power cord. Damaged motion interrupt pan.